Event description:
The pt was udergoing treatment for heaptic failure. The pt was a 29 y/o female awaiting liver transplant in an intensive care unit where intracranial pressure monitoring is not customary. A 110-4b parenchymal camino bolted catheter was placed by dr for monitoring purposes and the catherer was inserted, as instructed in the directions for use, to the level of 5 cm at the top of the bolt (double lines identify this landmark). It must be noted here that it is not unusual to monitor these. At some point the nurses on examination found that the pt had bilateral fixed and dilated pupils while the monitor continued to read pressure in the acceptable range. Dr determined that the catheter had been pulled out of the parenchymal to the 3 cm mark and was therefore not measuring the accurate intracranial pressure.